Event description:
During a vats wedge resection procedure, during the 4th firing, partial staple lines resulted. There was no pt consequence. The procedure was completed with another device of the same product code.